Manufacturer narrative:
Date of alleged events not provided by the complainant. Product explantation not confirmed by complainant. Method: actual device not evaluated as device was not returned to the MFR. This MDR is being filed beyond the 30-day reporting requirement due to our initial assessment resulting in the opinion that the complaint allegations arising from this lawsuit were too vague and not specific enough to form a conclusion decision. After further thought and review, this MDR is being filed. Thus far, investigation into this claim has included a review of the claim allegations, a review of the cbi complaint system which did not identify any previous complaints matching the provided details, a search in the shipping system from 2006 to present indicated that j-stfk-8-2x40 has been shipped to (B)(6); however, a specific lot number could not be identified as there have been multiple shipments of the product, reassessment of the ae reporting decision tree in which a determination to file an MDR was made, and a review of the received pt medical records which identified a product lot number, review of the device history records which indicated the product was manufactured to specifications, and a review of the biodesign surgisis tension-free urethral sling IFU fp0015-3b. The biodesign tension-free urethral sling IFU fp0015-3b notes that "the following complications are possible with the use of surgical graft materials: bleeding, infection, adhesions, sterile effusion, chronic inflammation, allergic reaction, and delayed or failed incorporation of the device." In addition, the IFU notes "complications of any sling placement procedure include voiding dysfunction, bladder perforation, de novo urgency, erosion, persistent incontinence, urinary retention, and urinary fistula. If conditions of infection, inflammation, or allergic reaction cannot be resolved, consider removal of the tension-free urethral sling". No further details are available at this time. The investigation into this report remains ongoing. If/when additional info is obtained a follow-up report will be filed.

Event description:
The pt was reportedly implanted with the stratasis tension-free urethral sling to treat her pelvic organ prolapse and/or stress urinary incontinence. The surgery was noted as taking place at (B)(6) and was performed by dr (B)(6). The pt and her attorney allege that as a result of the product being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. Review of the received pt medical records indicate that on (B)(6) 2008, the pt underwent stratasis sling placement, cystoscopy, and a suprapubic catheter insertion for treatment of stress urinary incontinence. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type to what extent intervention was performed, specific correlation between device performance and alleged injury, and current pt status.